Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in the operating room for a device change-out for an unrelated reason. Externalized conductors and low, out of range pacing lead impedance were observed no electrical anomalies were detected. The lead was capped and replaced on (B)(6) 2016.